Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system had "resistance" when the nurse attempted to pull back the needle after use, until it "snapped back", piercing through the shield and resulting in a dirty needle stick. Blood testing was done on the nurse, as well as the source patient. Lot# 9057759 was reported to have had 1 occurrences of this event, while an unspecified lot was also reported to have been involved in this event, but it is unknown how many occurrences happened within it. The following information was provided by the initial reporter: "basically what happened is the rn started an IV and when she tried to pull back the needle she met resistance. She pulled harder to get the needle out and when she did it snapped back and went through the plastic sheath resulting in a needlestick." "Staff member had blood work performed as a result and "(and also source patient) ."

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for the one provided lot number, 9057759. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To further investigate this issue, seven unused samples were provided for evaluation by our quality engineer team along with picture samples. Each of the seven physical samples were tested for pull force and all of the samples were found to be within specification. No defects were observed on the seven physical samples. Based on an evaluation of the picture samples, it was determined that the defect was possibly related to the activation of the device. If the user incorrectly activates the device and only partially retracts the needle, the needle makes a memory pattern within the tubing, which results in a "sling shot" like motion, sending the needle to the original position and resulting in damaged or pierced tubing. Based on the investigation results, a definite cause related to the manufacturing process could not be determined for this reported incident. H3 other text : see h.10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9057759, medical device expiration date: 2023-02-28, device manufacture date: 2019-04-01. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system had "resistance" when the nurse attempted to pull back the needle after use, until it "snapped back", piercing through the shield and resulting in a dirty needle stick. Blood testing was done on the nurse, as well as the source patient. Lot# 9057759 was reported to have had 1 occurrences of this event, while an unspecified lot was also reported to have been involved in this event, but it is unknown how many occurrences happened within it. The following information was provided by the initial reporter: "basically what happened is the rn started an IV and when she tried to pull back the needle she met resistance. She pulled harder to get the needle out and when she did it snapped back and went through the plastic sheath resulting in a needlestick." "Staff member had blood work performed as a result and "(and also source patient)."